Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. When inserting the sheath into the left popliteal vein, the funnel did not fully open. As such, an 8 x 40 balloon was used to expand the funnel successfully. The remainder of the case was performed the usual way performing a total of 3 passes. After the passes, an ivus catheter was used to determine clot clearance and look for compression of the left common iliac vein. A compression was noted and the physician determined he will stage it and bring back another time. A figure 8 suture was performed around the sheath and flowstasis was engaged for removal of sheath. Attempting to remove the sheath was not successful, as the sheath would not come out. Use of heparinized saline to coat the sheaths hydrophilic coating was attempted, skin nick was attempted, and inserting dilator while attempting to remove was attempted. Several venograms were performed to visualize the funnel and vein. The funnel and vein appeared normal in imaging. The patient was having pain during the removal attempts. A vascular surgeon was called to the room and determined the patient needed a cutdown of the popliteal vein to remove sheath. Once the cut down was performed staff sent pictures of the sheath which had been cut out of the popliteal vein as the vessel had ruptured and the funnels had became entangled into the vessel walls.

Manufacturer narrative:
Manufacturing reference number: (B)(4). The suspect device will not be returned to the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The case was reviewed by dr. (B)(6) on (B)(6) 2026. It was determined device entanglement was likely the result of likely vasospasm caused the device issue when retracting. The available information reasonably suggests the inari device likely contributed to the venous cutdown. Device labelling lists vasospasm and vessel dissection as possible adverse events with use of the device.